Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down, and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the keypad was undamaged and all buttons were fully functional. The original complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage on the display and keypad flex connector. Additionally, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).